Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarm occurred. As the customer was transitioning from manual injections to the pump, the customer experienced a low blood glucose (bg) level of 40 mg/dl. Juice was consumed to treat bg level. Reportedly, customer continued to use the pump for insulin therapy.